Event description:
It was reported that the patient was experiencing a stabbing pain in the right foot during the trial period. The patient was given anti-inflammatory pain medicine and got good relief. The pain in the foot had decreased.